Event description:
The end user reported an incident that occurred in 2023 involving the stretcher overturning while unloading a patient from the ambulance. It was reported the patient was injured; however, no details on the alleged injury was provided. The end user did state the incident was attributed to the ground surface at the hospital and was not attributed to a malfunction of the stretcher.